Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000155054.

Event description:
It was reported that the patient was not receiving effective therapy due to lead migration. The issue was confirmed via x-rays. Surgical intervention may occur later to address the issue. Note: it is unknown which lead is related to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received confirming both leads migrated. Confirmed by x-rays. Surgical intervention took place wherein the leads were explanted and replaced, and effective therapy was established.